Event description:
On april 7, 1998, lifescan contacted the facility regarding failure to return the surestep meters involved in a report first rec'd by lifescan on october 27, 1997. At that time, the return of the meters was requested and again in writing on november 18, 1997. As of this date, no meters have been returned. During the april 7, 1998 contact, it was learned that the pt involved in the original report had died during "september or october," the cause of death was "cardiac, pulmonary arrest," and that death occurred during the course of a hospital admission associated with the 10/27/97 event. (Note: the pt's death apparently occurred after november 10, 1997 because no mention of the death was made by the nursing home rep who was contacted on that date. The same nursing home rep informed lifescan rep's of the death on april 7, 1998.) Based on info provided to lifescan in october and november 1997, no MDR was submitted. A description of the earlier on october 27, 1997, a nurse contacted lifescan reporting that a "brittle diabetic" pt of the nursing home was tested at 7:15 am on october 26, 1997 with a surestep meter, one of 5 such meters in use in the home. (A second rep reported in a conversation the week of november 10, that the initial test took place at 9:00 am rather than 7:15 am.) The healthcare professional performing the test obtained an ER 1 message. The pt was confused and feeling ill and nursing personnel continued to test her with surestep meters and obtained an ER 1 message in each case. The pt was taken to the hosp around 1:00 pm and admitted after the hosp meter read "high". The laboratory glucose value was 1,200 mg/dl. Upon admission, the pt was treated with IV insulin and some unknown solution. No info regarding testing of the pt prior to the morning of october 26 or further treatment during the hospitalization was provided.